Manufacturer narrative:
For the results of the investigation activities please refer to investigation report attached ("bhcx0487 investigation rmd"). Because the problem was detected during the device priming phase, the patient was not involved; moreover, the health effect clinical code assigned represents a worst-case scenario with respect to the present event.

Event description:
An ecpr system was found deprimed overnight by an ECMO team member. After confirming all connections to be in good standing- pump head was assessed as large fluid collection found in drive unit housing. Upon inspecting pump head- appears to have hairline crack near the outlet connector which is assumed to be cause. System had previously been primed two days prior and stored inside of locked closet.

Event description:
An ecpr system was found deprimed overnight by an ECMO team member. After confirming all connections to be in good standing- pump head was assessed as large fluid collection found in drive unit housing. Upon inspecting pump head- appears to have hairline crack near the outlet connector which is assumed to be cause. System had previously been primed two days prior and stored inside of locked closet.

Manufacturer narrative:
Additional information related to the event will be available after investigation of returned device, which could be addressed in a follow-up report. Because the problem was detected during the device priming phase, the patient was not involved; moreover, the health effect clinical code assigned represents a worst-case scenario with respect to the present event.